Event description:
It was reported that during a "cecectomy" procedure, the 2 devices misfired. First one the jaws split outwards, they forked outwards. The second one was fired and nothing came out. Then some came out already clipped. A cmopetitors's device was used to complete the case. No patient consequence.